Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an angiogram procedure, the pacemaker triggered a false elective replacement indicator (eri). The eri trigger was reset and normal function was seen. Patient condition was stable.